Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump's battery life did not meet the expectations of the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/12/2014 with the following findings: a review of the pump¿s black box history showed no evidence of short battery life. There were multiple low battery warnings observed in the alarm history. Visual inspection revealed that the battery compartment was cracked below the grip pad and the battery compartment threads were damaged. The returned battery cap was not able to be fully secured to the pump, but secured well enough to complete testing. During testing, the frequency of the low battery warnings in the alarm history was not able to be duplicated. The pump¿s electrical current draws were found to be within the required specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. The complaint of short battery life was observed in the pump history but was not able to be duplicated during investigation.